Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts from distal row five onwards distorted, lifted and stretched proximally over the markerband and on the outer extrusion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-oct-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. A 2.25x20mm promus element " drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another promus element " drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.